Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's care giver alleges consumer has pressure sores from unit.

Manufacturer narrative:
The cushion on the device is not a pride product.

Event description:
Consumer's care giver alleges consumer has pressure sores from unit.